Event description:
It was reported that during the first refill following pump implant the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20cc while the erv was 9cc. After aspirating the full 20cc, the doctor aspirated from the catheter access port (cap) and was able to get 2cc with no problem. No dye was pushed through the cap. It was unknown if the pump logs were normal or not. It was noted that the catheter placement was at c3. The patient had been feeling good and was off all other pain medications. The patient was feeling pain relief and felt that they were receiving the therapy. The catheter was aspirated and the pump was refilled. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).